Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon first inflation. The procedure was completed with another of the same device. No patient complications were reported.